Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature study entitled, "outcome of various hydrophobic acrylic intraocular lens implantations in children with congenital cataract," the performance of different intraocular lenses (iols) after cataract surgery in children aged less than two years with regards to rates of visual axis opacification were evaluated. For the 46 children associated with the lens model of this report (34male & 12 female), the complications encountered during the study were documented as pupil capture (2) , pigment on the iol (10), lens decentered (2), pupillary membrane (16), membranectomy (16) and posterior capsular opacification (15). In conclusion, the study indicated that the opacifications evaluated were comparable for all lens models studied. This report is associated with the events for the fourth indicated lens in the study charts. This report is number two of two associated with the indicated article.